Manufacturer narrative:
The reported event of high voltage circuit damage alert was confirmed. However, no device anomaly was reproduced. Visual inspection of the device did not reveal any anomalies that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the reported event could not be determined.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.

Event description:
The patient presented into the emergency room after experiencing inappropriate high-voltage (hv) therapy and inappropriate anti-tachycardia pacing (atp) delivered by the device. Technical support was contacted and upon investigation, a shorted output stage detection (sosd) alert was received by the device. No intervention has been performed at this time. The patient status is unknown.